Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] electric shock sensations in the pelvis [electric shock sensation] observation of white spots in the brain [brain lesion] memory loss, [memory loss] lumbar pain [lumbar pain] inflammatory pain [inflammatory pain] reduced mobility [mobility decreased] loss of independence [loss of personal independence in daily activities]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 51-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), electric shock sensation ("electric shock sensations in the pelvis"), central nervous system lesion ("observation of white spots in the brain"), amnesia ("memory loss,"), back pain ("lumbar pain"), inflammatory pain ("inflammatory pain"), mobility decreased ("reduced mobility") and loss of personal independence in daily activities ("loss of independence"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2026. At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to electric shock sensation, amnesia, inflammatory pain, loss of personal independence in daily activities, pelvic pain, central nervous system lesion, back pain or mobility decreased. The reporter commented: the insertion was carried out under general anaesthetic without any particular difficulties in 2014. The painful symptoms, essentially summarized by lower back pain radiating to the sacrum, are aggravated by changes in position. We also note poorly systematized pelvic pains that were not found during the gynecological examination. The female patient is requesting removal of her essure implants after several specialist opinions from rheumatologists and neurosurgeons. From 2018 to 2021: electric shock sensations in the pelvis, observation of white spots in the brain, memory loss, lumbar pain from 2021 to 2025: previous symptoms + back completely seized up (B)(6) 2025 to (B)(6) 2026: increasing debilitating inflammatory pain, reduced mobility, loss of independence. Bladder catheterisation and vaginal disinfection with betadine. Dilatation with a hegar no. 05 dilator easy insertion of the hysteroscope which reveals a regular uterine cavity that is lined with a slightly trophic endometrium; the tubal ostia are clearly visible. Introduction of the guide through the operating channel of the hysteroscope and the left implant; it is easily inserted into the ostium up to the black marker; the guide is then pulled back and the implant is positioned so as the yellow marker is visible; the implant is then released and the guide is removed. At the end of the procedure, 4 turns of the coil are visible on the left. Exactly the same manoeuvres are repeated on the right and we achieve a satisfactory positioning of the implant. At the end of the interventional procedure, the endoscopic control shows both implants in good position; 5 turns of the coil are visible on the right and 4 on the left; there is no significant bleeding. A marked improvement in my overall health after the removal of the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Gynaecological examination] on (B)(6) 2014: bladder catheterisation and vaginal disinfection with betadine. Dilatation with a hegar no. 05 dilator easy insertion of the hysteroscope which reveals a regular uterine cavity that is lined with a slightly trophic endometrium; the tubal ostia are clearly visible. Introduction of the guide through the operating channel of the hysteroscope and the left implant; it is easily inserted into the ostium up to the black marker; the guide is then pulled back and the implant is positioned so as the yellow marker is visible; the implant is then released and the guide is removed. At the end of the procedure, 4 turns of the coil are visible on the left. Exactly the same manoeuvres are repeated on the right and we achieve a satisfactory positioning of the implant. At the end of the interventional procedure, the endoscopic control shows both implants in good position; 5 turns of the coil are visible on the right and 4 on the left; there is no significant bleeding. Vaginal examination at the end of the interventional procedure shows no abnormalities. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] electric shock sensations in the pelvis [electric shock sensation] observation of white spots in the brain [brain lesion] memory loss, [memory loss] lumbar pain [lumbar pain] inflammatory pain [inflammatory pain] reduced mobility [mobility decreased] loss of independence [loss of personal independence in daily activities]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 14-apr-2026. The most recent information was received on 23-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, 1711 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2026. On unknown date she experienced electric shock sensation ("electric shock sensations in the pelvis"), central nervous system lesion ("observation of white spots in the brain"), amnesia ("memory loss,"), back pain ("lumbar pain"), inflammatory pain ("inflammatory pain"), mobility decreased ("reduced mobility") and loss of personal independence in daily activities ("loss of independence"). The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to electric shock sensation, amnesia, inflammatory pain, loss of personal independence in daily activities, pelvic pain, central nervous system lesion, back pain or mobility decreased. The reporter commented: the insertion was carried out under general anaesthetic without any particular difficulties in 2014. The painful symptoms, essentially summarized by lower back pain radiating to the sacrum, are aggravated by changes in position. We also note poorly systematized pelvic pains that were not found during the gynecological examination. The female patient is requesting removal of her essure implants after several specialist opinions from rheumatologists and neurosurgeons. From 2018 to 2021: electric shock sensations in the pelvis, observation of white spots in the brain, memory loss, lumbar pain. From 2021 to 2025: previous symptoms + back completely seized up. (B)(6) 2025 to (B)(6) 2026: increasing debilitating inflammatory pain, reduced mobility, loss of independence bladder catheterisation and vaginal disinfection with betadine. Dilatiation with a hegar no. 05 dilator easy insertion of the hysteroscope which reveals a regular uterine cavity that is lined with a slightly trophic endometrium; the tubal ostia are clearly visible. Introduction of the guide through the operating channel of the hysteroscope and the left implant; it is easily inserted into the ostium up to the black marker; the guide is then pulled back and the implant is positioned so as the yellow marker is visible; the implant is then released and the guide is removed. At the end of the procedure, 4 turns of the coil are visible on the left. Exactly the same manoeuvres are repeated on the right and we achieve a satisfactory positioning of the implant. At the end of the interventional procedure, the endoscopic control shows both implants in good position; 5 turns of the coil are visible on the right and 4 on the left; there is no significant bleeding. A marked improvement in my overall health after the removal of the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Gynaecological examination] on (B)(6) 2014: bladder catheterisation and vaginal disinfection with betadine. Dilatiation with a hegar no. 05 dilator easy insertion of the hysteroscope which reveals a regular uterine cavity that is lined with a slightly trophic endometrium; the tubal ostia are clearly visible. Introduction of the guide through the operating channel of the hysteroscope and the left implant; it is easily inserted into the ostium up to the black marker; the guide is then pulled back and the implant is positioned so as the yellow marker is visible; the implant is then released and the guide is removed. At the end of the procedure, 4 turns of the coil are visible on the left. Exactly the same manoeuvres are repeated on the right and we achieve a satisfactory positioning of the implant. At the end of the interventional procedure, the endoscopic control shows both implants in good position; 5 turns of the coil are visible on the right and 4 on the left; there is no significant bleeding. Vaginal examination at the end of the interventional procedure shows no abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.